Event description:
A surgeon reported that he used the laser to create tunnels for intracorneal rings. The tunnels were placed at a greater depth than the setting, causing "drilling" in the posterior of the patient's cornea. Therefore, only the inferior intracorneal ring was inserted. The patient's cornea had areas where the minimum thickness was 415 microns, and the tunnel depth was set for 400 microns. Additionally, the surgeon reported that this event occurred on two eyes. It is not known whether the two--eyes were of the same patient, or one eye each of two different patients. This file will reference the first of the two eyes. Additional information has been requested.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).